Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the needle never deployed the cannula into the skin. The pink slide did move forward however the cannula was not visible when the pod was removed, indicating a needle mechanism failure. No impact to the patient's glucose level was reported. The pod was not worn.

Manufacturer narrative:
The pod arrived undeployed. No damages or manufacturing defects were observed. The download data shows timeouts and drive stalls, and the pod was in pod state 15 with 57 pulses delivered and 47 of them were first prime pulses. This drive stall prevented the firing flat of the ratchet gear from fully lining up with the release bar before the end of the second priming sequence. The soft cannula wasn't found to be retracted, but the drive stall was the confirmed cause for unemployment of the pod. The pod was able to successfully connect with a controller and was reset. Rerun was unsuccessful as the pod went into 0x5c alarm (open count too low at end of prime). Manually rotating the ratchet gear deployed the needle, and no other defects were observed that would contribute towards the reported event. Battery voltages were noted to be low. It could not be determined if the low batteries contributed to the drive stall, in the original run and the rerun. The exact timing of the partially depleted batteries could not be determined.